Event description:
During follow-up, an out of range impedance measurement was observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable, and will continue to be monitored. There were no adverse consequences.